Manufacturer narrative:
Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 04-nov-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for fbss upper limb/neck and spinal pain indications. It was reported that there was lead discomfort at the lead incision site. The patient complained of feeling the leads protruding against her skin at lower part of the lead insertion incision causing discomfort. The patient had a full system explant on (B)(6) 2022. The issue was resolved.